Event description:
It was reported five days after implant abnormal impedance values, in excess of 40,000 ohms, was measured in electrode 1 of the lead implanted on the right side and all other electrodes were normal. It was noted when impedances were measured after the implant surgery they were normal. It was judged the event may have been caused by either a loose connection between the extension and the implantable neurostimulator (ins) or a loose screw; re-surgery was performed on (B)(6) 2014. After the extension was reconnected to the ins and the screw was properly tightened all electrodes showed normal impedance values and the surgery was completed successfully. Impedances were measured again on (B)(6) 2014, and abnormal values of 40,000 ohms or higher were found on electrode 0 and 8,000 ohms on electrode 1. The patient¿s symptoms had showed poor improvement. Additional information received reported the impedance issues occurred following an ins replacement and the high impedances occurred two days after replacement on contact 0. A week after the revision, procedure contact 0 showed around 8000 ohms, and contact 3 showed greater than 40,000 ohms. Additional information received a week later reported the patient¿s ins was replaced as the doctor and patient desired. Just as the previous replacement the impedance measurements were normal during and immediately after surgery. The plan was to measure impedances again after several days and if abnormal values were displayed they would specify the cause and plan replacement as needed. Patient outcome was reported to be recovery.

Manufacturer narrative:
Correction: please note conclusion code and result code have been removed at this time. Device evaluation: analysis of the implantable neurostimulator (ins) found ¿the ins passed functional testing. The setscrews of the ins tightened properly to an extension. The torque required to loosen the setscrews on the returned ins after having been tightened with a 4 in-oz torque wrench (wrench packaged with the ins) was compared with two control devices and no significant difference was observed. The function of the setscrews in this ins is normal.¿ impedance testing performed on the ins found that "normal impedances were observed on every electrode pair."

Manufacturer narrative:
Concomitant medical products: product ID: 7482, serial# unknown, implanted: (B)(6) 2012, product type: extension. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.